Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 187mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received with blank display due to interface board broken solder joint. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify the operating currents or unexpected battery power loss due to blank display. Insulin pump was received with cracked minor scratched lcd window and scratched reservoir tube window.